Event description:
The customer reported that the device jaws would no longer open after being applied to pt tissue. The surgeon resected the tissue around the jaws in order to remove the device. The operating room staff tried to open the jaws after it was removed from the pt and this broke the handle. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.